Event description:
On (B)(6) 2013 the reporter contacted animas regarding an unrelated issue, and mentioned that the patient had elevated blood glucose of 549mg/dl with no signs or symptoms of hyperglycemia. The reporter stated that the patient¿s bg had been high all day and was not responding to boluses. The supplies were reportedly changed the previous night. Customer technical support reviewed the pump with the reporter and found all settings and histories were correct. The reporter checked the cartridge and confirmed no leaking or air bubbles. The reporter was able to prime without issues and delivered an air bolus successfully. The reporter stated that sites are rotated appropriately and he did not want to pull the site/set out at the time of the call. The reporter was advised that troubleshooting indicated the pump was delivering as programmed, and if bgs continued to be elevated the site/set should be changed. The reporter noted that on occasion the patient consumes food that he does not bolus for, however it was unclear if that was a factor in the current reported bg excursion or not. The reporter was advised to contact the patient¿s healthcare provider for high bg recommendations. This complaint is being reported based on the allegation that the patient experienced hyperglycemia of undetermined cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/13/2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.